Manufacturer narrative:
X-ray review results: pre-op and post-op x-rays for t2-l1 scoliosis correction provided. In the post-op x-ray there is good correction of the thoracic deformity but the inferior most set screw had came out, likely as a result of stopping the construct at the apex of the thoraco lumbar transition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion, correction and derotation surgery due to deformity - double curve at t2-l1. Post-op, the implanted set screw popped out of the screw head. Due to this the patient was suffering from back pain in the lumbar spine. Till now no additional surgery has been performed.